Event description:
It was reported that the probe malfunction stall and cancelled the procedure. A rotablator console and a 1.75mm rotalink plus were selected for use. During the procedure, the device stuck with an error message of stall and since the patient was unstable the procedure was cancelled. No patient complications were reported.